Manufacturer narrative:
(B)(4). The patient experienced the peritonitis on an unreported date in 2014. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured in 4/8/2014 ¿ 4/11/2014. A batch review was conducted on lot number gd896837 and there were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned for evaluation, therefore a device analysis could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was reported to be performing therapy with a minicap that had an unspecified defect. It was not reported if the patient was hospitalized for this event. Treatment was not reported. The outcome of the peritonitis event was not reported. Action taken with peritoneal dialysis therapy was not reported. No additional information is available.